Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed that u-02 error occurred at startup, and the erbe unit failed to initialize. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review. Log review identified recurring u-02, c-33, m-1c, m-11, m-18, and c-06 errors on several other dates. During testing, the unit displayed c-33 at startup, while the erbe logs recorded c-00. Visual inspection indicates the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of the error u-02 is attributed to loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster. This error can be resolved through troubleshooting or replacement of the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, error u-02 occurred on erbe integrated electrosurgical unit (iesu). The tse had the customer disconnect the cables on the back of the iesu and only reconnect the rcb cable, which cleared error u-02, but then error c-00 appeared. The customer did not have a spare system to change out; therefore, the procedure was aborted. There was no patient involvement.